Event description:
It was reported that during a procedure, the navistar thermocool catheter had an impedance rise that was abnormally high. It was then discovered that on the distal electrodes proximal edge a "ring" of char was formed. The procedure was completed successfully with another catheter. No patient adverse event was reported. Multiple attempts have been made to obtain more detailed information (such as generator setting, length of ablation delivered at the same site, whether or not the user noticed any abnormal catheter irrigation before or after the event, approximate size of the char, etc.). However, no further information has been made available.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during a procedure, the navistar thermocool catheter had an impedance rise that was abnormally high. It was then discovered that on the distal electrodes proximal edge a "ring" of char was formed. The returned catheter was received with the char on the catheter tip. The catheter passed electrical, leakage and temperature tests. It also passed stockert generator test. The exact cause of the char condition could not be determined since the catheter passed all tests. The device history record was reviewed, no anomalies were found. It was also verified that the device was manufactured in accordance with documented specification and procedures. The char was confirmed, but the cause of char was not confirmed.